Event description:
It was reported that during preparation for a stenting treatment procedure, the shaft of the stent delivery system (sds) was observed as separated. While a 2.75x16mm promus element sds was being removed from its packaging, the shaft of the sds was observed as completely separated. No attempt to use the device was made. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure, the shaft of the stent delivery system (sds) was observed as separated. While a 2.75x16mm promus element sds was being removed from its packaging, the shaft of the sds was observed as completely separated. No attempt to use the device was made. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed a break was found just distal to the midshaft bond (85mm proximal to the exit port). The outer was stretched for approximately 1mm in length at the break point. There were traces of contrast media inside the inner lumen, indicating the unit was prepped for use. Due to the stretching of the outer, the proximal part could not be inflated in order to expel the media, therefore the stretching would have occurred after preparation of the device. The stent was still attached to the balloon and was not deployed. The stent protector was removed from the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).